Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an improper sheath peel is confirmed and was determined to be related to manufacture of the product. One 4.5 fr microintroducer sheath was returned for evaluation. An initial visual observation of the returned peeled microintroducer sheath showed blood use residues throughout the returned product. It was observed that the orange finger tab on the ¿bard¿ side of the microintroducer sheath broke off from a small piece of the orange tab that is attached to the gray sheath. A microscopic observation of the returned microintroducer sheath showed a brittle break along the distal section of the orange finger tab. This failure was determined to be caused from the manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that when the inserter tried to crack the dilator, one side broke off in her hand leaving the rest imbedded in the pt. It took her quite a while to get it out and there was nothing to grip onto. No other information provided, at this time.